Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an amplatzer steerable delivery sheath was chosen for use. The dilator and sheath was flushed using the extension tubing. A stopcock was used to attach the saline syringe to the sheath. Once flushed a pressurized saline bag was attached to the extension tubing of the sheath. The sheath was advanced over the non-abbott (versacross) wire into the left atrium. The dilator was removed and he pigtail was advanced over the wire into the left atrium. The wire was removed, and the left atrial appendage was engaged with the pigtail. The operator then injected contrast with a manifold. Shortly after, slight st elevations were observed, and it was believed to have come from the bubbles. The procedure was paused for 5 minutes to monitor the electrocardiogram. During this time the st elevations diminished back to normal sinus rhythm by the 5 minute marker. No medication or intervention was required. There no conclusive evidence on what caused the bubbles. The patient status was reported as stable.

Manufacturer narrative:
An event of air embolism after injecting contrast into the patient was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. No other complaints were reported on this batch. A returned device assessment could not be performed as the device was not returned for analysis. Nformation from the field indicated that the physician had aspirated the sheath prior to the injection of the contrast and the air embolism, against the instructions for use. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, an amplatzer steerable delivery sheath was chosen for use. The dilator and sheath was flushed using the extension tubing. A stopcock was used to attach the saline syringe to the sheath. Once flushed a pressurized saline bag was attached to the extension tubing of the sheath. The sheath was advanced over the non-abbott (versacross) wire into the left atrium. The dilator was removed and he pigtail was advanced over the wire into the left atrium. The wire was removed, and the left atrial appendage was engaged with the pigtail. The operator then injected contrast with a manifold. Shortly after, slight st elevations were observed, and it was believed to have come from the bubbles. The procedure was paused for 5 minutes to monitor the electrocardiogram. During this time the st elevations diminished back to normal sinus rhythm by the 5 minute marker. No medication or intervention was required. There no conclusive evidence on what caused the bubbles. The patient status was reported as stable. Subsequent to the previously filed report, additional information was received that the physician elected to perform a quick aspiration prior to injecting contrast despite an abundance of caution not to perform any aspiration.